Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The monitor board and dock connector will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.